Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, battery icon error [?], followed by error [x] occurred. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The manufacturer's subsidiary was unable to duplicate the reported issue. Software data logs were returned to the manufacturer for further evaluation. Investigation is in progress, but not yet complete.